Event description:
It was reported that in (B)(6) 2025, the patient underwent an unknown surgery for a clavicle fracture with products in question. After the surgery, on (B)(6) 2026, during a removal of va-lcp plate with a driver, two screws broke off at screw heads. After removing the plate, the surgeon attempted to remove the two screws remaining in the bone, however it was too hard to pull out. The surgery was completed with the screws still in place inside the body. The surgery was completed successfully with more than 30 minutes delay. The surgeon commented that the locking screws became difficult to remove after surgery because it interlocked with the cortical bone and hardened in the clavicle in young patients. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.